Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the operating currents, self test, unexpected restart, and displacement tests. Unable to verify the compromised force sensor system alarm or perform the occlusion, prime or no delivery alarm tests due to the motor error alarm. The pump had a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker, and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 166 mg/dl. The customer stated that he had issues with rewinding the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.